Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that display screen would fade when the "b" button was pressed and then would come back on. It was also reported that there were missing segments on display screen. Customer's blood glucose was 182 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Several manual boluses were delivered properly and no unexpected blank display was noted. No missing segments during self test were noted. The pump was received with a cracked case on the display window corners, a cracked reservoir tube lip, and a cracked belt clip slot.